Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified drug would not flow through a vented paclitaxel set. This was identified during filling/priming of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10:the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.